Manufacturer narrative:
The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced seroma post-implant of phasix mesh. On (B)(6) 2021 - the subject patient underwent an open colostomy reversal procedure. A bard/davol phasix mesh trimmed and placed in onlay technique. A 3cm overlap in all directions was achieved. The phasix mesh was secured in place with suture fixation only and the midline fascia was closed by running stitch using non bard/davol 1 pds suture. The skin was fully closed with staples. On (B)(6) 2021 - the subject patient was discharged from the hospital. (B)(6) on 2021 - the subject patient was diagnosed with a seroma. The reported adverse event (ae) has been assessed per the clinician as possibly related to the study device and possibly related to the procedure. The ae has been assessed as mild in severity and is recovering/resolving at this time with no additional medical or surgical intervention required.